Event description:
Reportedly, a ventricular lead capture failure was observed on (B)(6) 2025, following a patient complaining during a cardiac ultrasound appointment regarding an unusual sensation. During the interrogation of the pacemaker, a capture failure was identified. The lead was extracted by a simple traction on (B)(6) 2025, and a new lead was implanted. No macroscopic lead dislodgement was observed under fluoroscopy.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Review of the provided files revealed that, since implantation, the ventricular capture threshold was high, at approximately 3.5 v. Over time, the sensing values decreased significantly, from 12 mv at implantation to 2.3 mv during the follow-up on 26 june 2025. These findings suggest that the lead may have not been optimally fixed to the myocardium at the time of implantation or may have subsequently dislodged. Although no x-ray were available to confirm this hypothesis, the clinical description ¿ along with the fact that the lead was easily removed by simple traction ¿ is suggestive of a lead dislodgement. Lead dislodgement is a well-documented potential complication associated with such implantable devices. This risk is clearly discussed in the device¿s instructions for use and is reported in the scientific literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, a ventricular lead capture failure was observed on (B)(6) 2025, following a patient complaining during a cardiac ultrasound appointment regarding an unusual sensation. During the interrogation of the pacemaker, a capture failure was identified. The lead was extracted by a simple traction on (B)(6) 2025, and a new lead was implanted. No macroscopic lead dislodgement was observed under fluoroscopy.